Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the modular chemistry (mc) sample syringe, ise cup valve, and mc sample probe to resolve the issue. Beckman coulter internal identifier is case- (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium), cl (chloride), co2 (carbon dioxide) and calc (calcium) on the unicel dxc 800 pro synchron system. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.